Event description:
It was reported that the right ventricular (rv) lead was explanted and replaced due to high thresholds. A new lead was implanted successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned in segments, analyzed, and the distal conductor of the lead developed a fracture at the first rib/clavicle location while in vivo. It was noted that the proximal conductor of the lead became distorted at the first rib/clavicle location while in vivo, the outer insulation of the lead developed a breach at the first rib/clavicle location while in vivo, the outer insulation of the lead was cosmetically impacted at the first rib/clavicle site while in vivo, and the outer insulation of the lead was observed to have blood ingression. The analyst noted that the damage did contribute to the complaint. Concomitant product: 432-04, lead, (B)(6) 2000. (B)(4).